Event description:
The manufacturer received information alleging a ventilator flow volume error. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.